Manufacturer narrative:
The issue was reported on the q3-2020 vmsr report, however based on a second review the complaint was determined to be a serious injury.

Event description:
The issue was reported on the q3-2020 vmsr report, however based on a second review the complaint was determined to be a serious injury.

Event description:
The implant malfunctioned due to being damaged by another device. The malfunction did not cause or contribute to a death or serious injury.